Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint was confirmed during testing. The pump had an error code in the display of 41171. The cause was the main board. Replaced printed wire assembly (pwa) board, battery springs, pogo pins, usb ground plate, optic switch, bracket, tape, flex tab, liquid crystal display (lcd) and pwa foam, keypad, labels, motor, hub gear, reinstalled software and calibrated sensors. During visual inspection, it was found that the lens was scratched. Replaced lens and lens seal. Pump passed all the tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had error code 41171. The event occurred during testing. There was no patient involvement, and no harm/adverse event reported.